Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose level was 389 mg/dl at the time of incident and current blood glucose level was 488 mg/dl. Customer also reported that the sensor glucose and blood glucose value was not within target range of glucose difference. Insulin delivery was not suspended due to sensor glucose values. Troubleshooting was done. Insulin pump will not be returned for analysis.